Event description:
It was reported that this was a venotomy closure of a large-bore hole in the right common femoral vein using four prostyle devices after an electrophysiology (ep) procedure. Reportedly, upon pullback of the plunger on the first prostyle device there was no suture. Three additional prostyle devices were attempted with the same result. A fifth prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4 correction: model updated from unk prostyle to 12773-02. D4 correction: lot # updated from unknown to 4021441. D4 correction: primary UDI number updated.